Manufacturer narrative:
Section b5 has been update with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) stating they referred to manufacturer representative (rep) for assistance. Rep was extremely helpful. A new controller was sent overnight problem was resolved. And it is working great again! Thank you.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient regarding external device. The reason for call was caller stated that 3 weeks ago they had the recharger replaced and 3 or 4 days later their stimulation keeps turning off by it self. Caller mentioned that they try to do a hard reset on the controller, plugging the controller into ac power supply without any batteries inside but after that the following days their stimulator still turning off by itself. Agent reviewed that we can send a replacement for the controller but when the issue persist they need to contact their managing hcp for further assistance. A request was sent to repair for controller replacement.